Event description:
It was reported that the procedure was to treat the proximal right coronary artery (rca). A non-abbott stent was implanted and due to poor apposition, the 4.5x15mm nc trek balloon dilatation catheter (bdc) was used for post dilatation. There was no difficulty removing the stylet or protective sheath. The device was not prepared (air aspiration) outside the anatomy prior to use. The contrast mix was 1:1 saline and contrast. The balloon was inflated twice to 16 atmospheres (atms) for 6 seconds. Under fluoroscopy, it was noted that the balloon did not fully deflate and it was difficult to retract into the 7french (fr) guide catheter. After pulling negative pressure repeatedly with the indeflator, force was applied to pull the balloon catheter into the 7f guide catheter. The balloon catheter was removed independently partially deflated and the shaft was found to be bent. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force, incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was removed partially inflated and force had to be applied to remove it. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. Additionally, the warning section states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the balloon being removed partially inflated contributed to the reported difficulty removing the device and so force was required to remove the device. Additionally, the account reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted that the cdc, nc trek rx, global, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device and kink appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.